Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation. The patient had a rash under all ECG electrodes. The rash was reportedly blistering and bleeding. The patient indicated that they had spoken with several doctors about the issue, although it is unknown if the patient received medical intervention. Follow-up indicated that the condition of the rash was the same. The patient discontinued use of the device due to the irritation. The medical outcome of the rash is unknown.